Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant crea result of 270 umol on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). No sample collection or test times available. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer believes the issue was due to the chem 8 cartridges being left out a room temperature for longer than they should have (>2 weeks). The customer also stated that the analyser has been generating results with no issues since. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 03/19/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.